Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the unit brought infection to the patient, the device was used during suturing to the patient that caused infection. The orthopedic surgical procedure was being performed. The status of the patient was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.